Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; value was not provided. High bg cause was unknown. Customer reverted to manual injections to address bg level and discontinued using the pump for ten days; however, after going back to using the pump the customer's bg value became elevated. The pump was replaced to address the issue.